Event description:
The facility's senior biomedical technician reported a colleague infusion pump that had a malfunction of the open key inoperable. The event was reported to have occurred during biomedical servicing. There was no adverse event, patient injury or medical intervention associated with this report. During product evaluation, a baxter service technician reported finding the colleague infusion pump with stop key on pumphead module keypad not working. The user interface module master software (B) (4), categorized as remediated. There is no additional information available.

Manufacturer narrative:
(B) (4)the pump has been received and evaluated by baxter. The reported condition was confirmed and duplicated. Small cuts and corrosion could be seen on the open and stop key traces. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.